Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09c5d, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the night prior to this report, patient started to itch around the implant site and was assuming that it was because she was healing. It was also indicated that she was itching on the day of the report as well. It was reported that since implant patient stimulation was ¿coming and going¿. ¿it stimulates and then it stops for a few seconds¿. It was noted that this occurred when patient was walking around and doing something. It was noted that during the call while patient was standing she felt the stimulation going ¿on and off¿. It was noted that it was not bothersome and patient was going to wait until next week to discuss with health care provider. It was indicated that patient operates bulldozer and farm machines like skid steer. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient was not feeling stimulation sensation in her body. It was indicated that the health care provider (hcp) was notified during her follow up appointment about 2 weeks after implant that she was feeling stimulation maybe a couple of times a day at most. It was indicated that patient not feeling stimulation has been happening probably a couple of weeks. The patient indicated that she was feeling stimulation "once in a great while, but was not even every day anymore". It was noted that patient was receiving therapeutic relief even though she was not feeling stimulation. It was indicated that to the day of this report patient was thought of it because patient had been experiencing a lot of gas and does not know if it was something she ate, it has been really all day, just loose, maybe it was just a bug she caught. The patient will monitor it for a day or so. The patient was gassy the night prior to report as well, but on the day of the call, it has been most of the day.